Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Insulin pump had stuck button alarm. Customer was unsure whether the button was pressed for 3 minutes or longer. Customer stated that the insulin pump was exposed to the change in altitude. Customer stated that the keypad was not responsive and was not able to clear the alarm. No harm requiring medical intervention. Insulin pump will not be returned for analysis.